Manufacturer narrative:
Initial and final MDR 1927893 - MDR 3003442380-2024-18376 - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with four infusion sets which fell off during use after being used for about 1-3 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.